Manufacturer narrative:
Correction: h6 (fdm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, the needle snapped, popped off the suture on the first toggle, resulting in a retained foreign body within the patient. The device was difficult to toggle. The surgical time was extended by 1.5 hours as the surgical team searched for the lost needle piece but were unable to locate or retrieve it. The patient required extra anesthesia due to the extended procedure and retained the foreign body, resulting in a permanent injury. To complete the case, a reload was used.

Manufacturer narrative:
D10 concomitant product: 170053 endostitch 2-0 vio 120 polysorb (lot#: j4m125oy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.